Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount theon pericardial bioprosthesis, model# 2800tfx, PMA# p860057/s022. (B)(4). The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its return. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Although there have been attempts, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after three (3) months due to paravalvular leak. As reported, the patient had weak annulus tissues, not allowing for this device to remain implanted. This was replaced with a 19mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, vegetation was present on all three (3) leaflets on the inflow aspect, on all leaflets on the outflow aspect at the free margin, and in the cusp region of a leaflet. Vegetation overgrowth restricted mobility of the leaflets and led to stenosis. Minimal host tissue overgrowth was observed encroaching onto the tissue and into the orifice at the inflow aspect on a leaflet. Host tissue around the stent circumference was minimal at the inflow aspect and moderate on the outflow aspect. Incidental findings: the x-ray demonstrated an intact wireform and the sewing ring had been cut near a commissure. Method: x-ray. Additional manufacturer narrative: the clinical report of paravalvular leak could not be confirmed through visual observation of the returned device. However, vegetation likely played a roll in this event. Prosthetic valve endocarditis (pve), with or without vegetation, is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.